Event description:
A customer reported a cartridge alarm issue with their tandem mobi pump, specifically cartridge alarm 30, which occurred during the cartridge loading process. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer reverted to manual injections for insulin therapy.